Manufacturer narrative:
E1: address: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced an scope communication error b30. The issue occurred during preparation for use and there were no reports of patient involvement.